Event description:
The product was used during an unspecified procedure. Reportedly, it was difficult to open and close and broke. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.